Event description:
It was reported that high shock impedance was observed on the lead. At ICD change-out for eri, the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.